Manufacturer narrative:
Additional information was received indicating the hospital retained the device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device check, this implantable cardioverter defibrillator (ICD) exhibited two messages. One indicating a shorted lead condition and the second indicating a charge time out. Technical services discussed the device may not be able to deliver subsequent shocks if a shock was attempt through a shorted lead. An invasive procedure was performed. The device was successfully explanted and replaced. The implantable defibrillation lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.